Event description:
Customer reportedly obtained a result of 5.2 inr on the coaguchek s system and 2.9 inr on a comparison lab. No action taken based on device result. No adverse event reported. Requested return of suspect system, and replacement was sent.

Manufacturer narrative:
The event occurred in foreign country.